Event description:
It was reported that the there was a significant crack on the sealing surface of the drain tube. There was unknown patient involvement and unknown patient harm adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation summary: the affected device was received for investigation. The front cover had dents and scratches, the pole clamp handle would not move, the quick connect was corroded with the enclosure under it cracked, the pcb and power switch were outdated, and the line cord was faded and worn. After visual inspection, water was placed in the water tank, the disposable temp check was attached, the line cord was plugged into the outlet and connected to the electrical analyzer, and the device was turned on. The pump was not circulating during this period, and leakage occurred under the quick connect. The customer's indicated failure was able to be duplicated and confirmed with the sample provided. The root cause was identified to be the cracked enclosure. As a result, no action was taken due to the condition of the device. It was deemed to be beyond economical repair and will be scrapped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.